Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a malfunction with the device, specifically a reader position issue with no telemetry. Multiple attempts to manually transmit data were unsuccessful. The radiofrequency position was adjusted, and a power cycle was performed, but the green bar did not fill, and there was no progress bar. It was recommended to contact the clinic to verify battery status and consider possible replacement if required. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.